Manufacturer narrative:
No product was returned for evaluation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the custom implant did not fit the patient has the doctor expected, therefore mesh was used for the patient. There was a delay in the case of 30-40 minutes, while the doctor tried to get the custom implant to fit and in finally getting the mesh to fit the patient.